Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching the blood vessel during a thoracoscopic lobectomy, the surgeon was able to press the green button but the stapler did not fire. Another reload was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the reload was not be attached to a handle and the jaws of the reload were opened. Based on the returned images, no device abnormalities can be seen. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.